Event description:
It was reported that the ilet delivered insufficient insulin due to leaking cartridges from a single lot, which led to fluctuating and high blood glucose reported at 400 mg/dl. The issue involved leakage associated with the reservoir component, and troubleshooting and education were completed. Customer care provided support that included confirmation of the defective component lot number and supply replacement logistics. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash device problem localized to the reservoir component. Symptoms included hyperglycemia, nausea, and vomiting. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.